Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of purge pressure low was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: a 78 year old male underwent high risk percutaneous coronary intervention (hrpci). The patient¿s pre support presentation was consistent with scai stage b. During setup of the first impella cp (sn (B)(6), a ¿purge pressure low¿ alarm occurred. Cath lab staff contacted the field representative and were appropriately instructed to tighten all connections, which resolved the alarm per the console history. Immediately following the resolution, the console displayed a notification for ¿purge flow reduced.¿ according to staff, at that time the physician elected to remove the pump from the patient and requested a new cp he first impella cp was implanted on (B)(6) 2026 at 10:00 am and removed at 10:05 am. The device was not returned for investigation. The procedure was subsequently completed successfully with a second impella cp (sn (B)(6), implanted at 10:15 am and explanted at 12:30 pm, with no allegations or device related concerns reported for the second system. Based on available information, the first impella cp alarm resolved with standard troubleshooting, and no device performance issue has been confirmed. The subsequent physician driven explant and replacement appear to have been procedural decisions rather than device malfunctions. No patient harm occurred, and the case was successfully completed with the second device. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.